Event description:
A neotrend-l sensor was placed in a pt. After 5 days in the pt a crack developed in the y-connector pressure monitoring port. There was no report of any blood or fluid loss through the crack. The sensor was returned to the MFR for investigation.